Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. The lead was surgically abandoned and no longer in service. A new lead was successfully replaced thereafter. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that approximately one year ago the patient had a car accident and needed a lead revision due to fracture. The field representative was trying to identify the exact date of out-of-range lead impedance value last year and will going to do save to disk and memory dump. This rv lead was surgically abandoned. No additional adverse patient effects were reported.